Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 130-140 mg/dl.

Manufacturer narrative:
Device not returned.